Event description:
Pt c/o pain and hardness in l breast and pain r breast. She had had bilateral augmentation in 1971. She was involved in two auto accidents 4/24/95 and 5/18/95. After the accidents, the pain became worse; r breast became soft then subsequently became hard. MRI showed herniation of l implant. She had removal of both implants. The r implant was ruptured and she had bilateral capsule contracture.